Manufacturer narrative:
Exact date unknown, event occurred two weeks ago.

Event description:
It was reported that the patient had swelling around the battery site. The patient already completed six weeks of antibiotics and underwent a revision procedure.